Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to (B)(4). Summary: the hospital reported that during preparation for a coronary artery bypass procedure, ultima activator ii reusable drive mech has pitting corrosion / pitting after 4 weeks of preparation. Mechanical cleaning is carried out with the product thermosept xtra 0.5% from schülke. No implantation or use on the patient, but pitting / rust after processing in the washer-disinfector.

Event description:
Related to tw 522563 tw 522565 tw 522570.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: g4, g7, h2, h6, h10. Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Historical data analysis: (4109/213/67) there were 2 additional similar complaints reported for the reported failure mode and the reported lot number. A review of the product complaint trend data was performed for the months of (B)(6) 2020 to (B)(6) 2021. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode.